Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. Device reported is not being manufactured currently. Another device from the same family was use for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Complaint history trend analysis for a one year period found 89 complaints for similar issues reported for this device family. Other remarks: customer complaint cannot be confirmed. Corrective actions cannot be established, since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the 15mm connector disconnected while patient was intubated." There was no report of patient impact or consequence.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10116 et tube, cf, 8.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with the connector pushed firmly into the tube. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector came out of tube during use" could not be confirmed. However, the connector disconnection is a known issue and further testing is ongoing to determine the root cause of the issue. A non-conformance has been opened to further investigate. Other remarks:

Event description:
Customer complaint alleges "the 15mm connector disconnected while patient was intubated." There was no report of patient impact or consequence.